Event description:
It was reported that the patient with this pacemaker experienced lightheadedness and dizziness and suspected that this device was misfiring. At this time, the pacemaker remains in service. No adverse patient effects were reported.